Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female had blisters on her back under the back therapy electrode pads. Patient stated that she had an appointment with her doctor to discuss the rash. Follow-up attempts were unsuccessful. The medical outcome of the sore is unknown at this time.

Manufacturer narrative:
Device evaluation electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.